Event description:
A code was called on a patient that was in sicu. The defibrillator pads were placed on the patient and the patient was being monitored by both the lp12 defibrillator and the patient monitor. Chest compressions were being administered and the staff reported that the defibrillator delivered a shock to the patient and attending staff without the shock button of the lp12 being pressed. The patient's rhythm was regained and the staff reported a tingling in her arms. In order to deliver a shock during proper operation of the defibrillator three options must be selected, 1) the energy level from 1 to 360 joules, 2) the charge button, and 3) the shock button must be selected to deliver the set energy level. After the energy level is set and the charge button is selected, the defibrillator will have an audible tone until the shock button is selected. If the shock button is not selected within 30 seconds the defibrillator automatically resets without discharging. The unit was bought to biomed and tested fine. The field representative was called to test the unit and it tested fine. Upon further investigation, it was found that the patient had an implantable cardioverter defibrillator that had initiated a shock.